Event description:
It was reported by the customer that he had noticed the drive support cap on his insulin pump was flush with the edge of the device. Customer recessed the drive support cap and taped it in place while disconnected from the device. Customer states the device may have been bumped or dropped over the years of ownership but cannot recall a specific time. Advised customer to stay disconnected from insulin pump and reminded him to never manipulate or push on the drive support cap while connected. Customer's blood glucose level was 260 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.